Event description:
I was complaining about my eyes being itchy, burning, blurry, a feeling of some kind of foreign matter, and they were matting. This had been going on for a while but I thought it might have been the flu. My condition had not improved and actually got worse. Family members and co-workers kept asking me what was wrong with my eyes they looked red and swollen. In both eyes I have been using both bausch and lomb soft lens and the bausch and lomb renu with moistureloc solution. I had trouble seeing at work and to drive. There were even times when I took both lenses out to get some relief. I could not take it anymore. I went to my eye dr on 10/26/05 and he put a yellow dye in them to test them. He said that he could tell that keratitis was present and saw tiny red spots -blisters- on my eye. I had a couple more follow-ups after and it took a while to improve. I have since switched to glasses and have had no further problems.